Event description:
Reported indicated that the generator and lead would be replaced due to high lead impedance. Follow up with the physician's office found that diagnostic tests performed showed high lead impedance. X-rays were subsequently reviewed by manufacturer and did not show any anomalies. Physician suspects fibrosis of the nerve or other trauma to the device due the patient falling recently and surgery has been scheduled to replace the device.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.